Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was verified and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll chelmsford. The customer's report was verified and attributed to faulty primary and secondary ECG shields on the analog board. The board was scrapped. Analysis of reports of this type has not identified an increase in trend.